Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that no change in therapy was reported. They are reporting high impedances for pairs including electrode 8. They were not with the patient to do any further troubleshooting. The doctor was prepping for an MRI of the patient by running impedances. They found that the pairs with contact 8 showed a result of "high" when run at 3v. The doctor tried to apply current to electrode 8 and get the impedances to drop because the patient's programming does not include electrode 8. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they do not have additional information to provide. The managing neurologist called me to confirm that ¿high¿ impedance with no number means a probable open circuit. They reported back that the patient did not qualify for MRI. They have not had any further communication with the managing physician and do not know if any additional troubleshooting steps have been taken. To the best of their knowledge, the high impedance issue has not been resolved.